Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that the insulin pump had a keypad anomaly with the act button. Customer¿s blood glucose was unknown at the time of incident no troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc, act, up and down button dome switch .no button error alarm during testing. No unlocked keypad connector. Device passed self test.